Event description:
It was reported to boston scientific corporation that a spaceoar vue device was implanted during a spaceoar vue implant procedure on (B)(6) 2022. Fiducials were administered transperineally prior to the implant procedure. The spaceoar vue implant procedure was performed with sedation, however, the specific type of sedation was not specified. The physician reported suboptimal insertion of the spaceoar vue device occurred. The hydrogel appeared inside the prostate. The patient experienced mild symptoms which included pressure in their pelvic area, mild discomfort, and pain. The patient's outcome was unknown at the time of this report. The patient was to receive stereotactic body radiation therapy (sbrt); however, they had not received their planned treatment.

Manufacturer narrative:
The complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. (B)(4).